Manufacturer narrative:
No device or radiographs were provided to confirm the complaint. The patient's post-operative physical activity and bone quality is unknown. It is unknown if the patient suffered a fall. Review of the reported information identified the patient at almost three year post-op as non-fused, internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant. The root cause is considered to be a result of patient related factors and is a known inherent risk of spinal implants. No additional investigation necessary. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery include: bending, fracture or loosening of implant components, nonunion or delayed union..." "...warnings, cautions and precautions: correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone. These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." "...patient education the patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications..."

Event description:
On (B)(6) 2018 a patient underwent a posterior fixation procedure at t9/s2ai. On (B)(6) 2021 it was discovered that the screw at s2ai was fractured. On (B)(6) 2021 a revision surgery was performed where the fractured screw at s2ai was replaced, another screw was added next to it, and a loose screw at left s1 was also replaced. Bone fusion was not achieved at l5/s1 and so the fixation level was extended to t8/s2ai and the hook at t9 was replaced with a screw and the rods on both sides were replaced. An additional three rods were added to the lumbar level. No radiographs provided. No patient injuries reported.